Event description:
Livanova deutschland received a report that the essenz venous clamp was not working properly and error code 2551 was showed. The issue occurred during procedure. There is no report of any patient injury.

Manufacturer narrative:
A1-a5 patient information was not provided h11 livanova deutschland manufactures the essenz evo clamp, the event occurred in united arab emirates. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.